Manufacturer narrative:
The pump remains in use supporting the patient. A specific cause for the reported infection could not conclusively be determined through this evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with fever and soreness at driveline site. Driveline culture were negative however preliminary blood cultures tested positive for gram + cocci in clusters. The patient was hospitalized and given daptomycin as parenteral antibiotics for 14 days. No additional was information provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that final culture was positive for staph aureus, also associated with fluid collection around driveline and was evident on CT and ultrasound. Cultures taken of the driveline exit site was also positive for staph aureus. Nuclear medicine white blood count scan does not show definitive evidence of driveline associated infection. The patient remains on ongoing treatment for driveline infection with dicloxacillin as of april 2019 per infectious disease.